Manufacturer narrative:
H3: pending investigation.

Event description:
It was reported that this patient's shoulder is experiencing pain and loss of mobility. Patient's CT scan shows one of the pins out of alignment. No further information at this time.